Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the user that before use the cs100 intra-aortic balloon pump (iabp) could not be turned on. No patient involvement and no harm is reported.